Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14625. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient experienced ineffective stimulation due to high impedances was reported to abbott. As a result, the patient's system was explanted to address the issue. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s system was explanted due to the physician being unable to advance the new leads.